Manufacturer narrative:
Evaluation narrative - one 5.5mm full radius elite blade was returned for evaluation. Visual assessment identified significant axial fractures through the adapter body, to the outer blade. Contact points were identified on the inner blade coupled with corresponding debridement of the outer blade was observed. Functional inspection was performed and the inner blade rotated freely within the outer blade, no friction was felt in the unloaded condition. The device was inspected dimensionally and found to meet design requirements. All indications point to excessive lateral load during use. Per the devices IFU ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
Initial reporter: zip code and telephone number: (B)(6). (B)(4).

Event description:
Reportedly, during a knee surgery a shaver blade was being used to remove tissue. It is alleged that suddenly there was a lot of small metal pieces. The report indicates that small pieces of metal were left in the knee joint. No reports of patient post-operative condition have been received.